Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on an unknown date. Upon review, the right ventricular lead exhibited episodes of noise. No other electrical anomalies were noted. On (B)(6) 2017 the lead was capped and replaced. The procedure was completed without any complication.